Manufacturer narrative:
As reported, when using a 6f ¿ 12f mynx control venous vascular closure device (vcd), at the time of closure, it was noticed that a portion of the polyethylene glycol (peg) closure device was slightly protruding on of the right-sided access sites. The peg was hydrated and tucked at that time. One day following the procedure, the patient reported a low-grade temperature and provided photographs of the incision sites to the nurse. There was noted redness surrounding the incision site and draining described as pus. The patient was instructed to remove the site bandages and was started on a two-week course of doxycycline. Seven days post procedure the patient reported that the peg had completely extruded from the access site. The patient was prescribed an additional one-week course of doxycycline and was discharged home. The extruded peg was sent for culture. The initial procedure was an atrial fibrillation (af) ablation. The patient was noted to be thin. Vascular access was obtained in two sites on the right, and three sites on the left. Additional information was requested but not provided. The devices were not available to be returned for analysis. However, six photographs of groin sites were provided for review. However, it is unknown whether these images depict the same patient¿s groin site or if they were taken at different times during the healing process. The first image shows a groin site with at least two puncture sites that appear scabbed over, with slight surrounding redness and a rectangular pattern of bruising consistent with a dressing outline. The second image shows a close-up of two puncture sites, one with more pronounced redness surrounding the scabbed wound. The third image shows what appears to be a single puncture site with significant surrounding redness and slight swelling. The fourth image shows the same site with the presence of a milky discharge, with bruising also observed in the area. The fifth image shows a red-tinted material protruding from the site. The sixth image shows what appears to be a swollen, red-tinted sealant in a bag. There were no signs of active bleeding noted in any of the images received. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿sealant-inaccurate placement-partial¿ could not be observed as the device was not returned for analysis and an image of the sealant¿s deployment position was not provided. However, the reported events of ¿local reaction¿ and ¿foreign body reaction¿ were observed through analysis of the pictures received of the patient¿s groin. The exact cause of the issues experienced could not be determined. Based on the information available for review, access site factors (patient was noted to be thin) most likely contributed to the partial protrusion of the sealant after deployment since a shallow vessel depth can result in visualization of the sealant from the skin. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolve on their own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Also, a foreign body reaction, which occurs when the sealant is expelled from the tissue tract post deployment, may occur along with the local reaction. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous instructions for use (IFU). Based on the information available for review, patient factors and procedural factors are likely contributors to the local reaction and foreign body reaction, especially since one of the sealants had reportedly been protruding from an access site. The placement of the sealant could have impacted the healing process at the access site, and resulted in the local reaction and subsequent sealant extrusion. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to special patient populations within the IFU, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with morbid obesity (bmi > 45 or < 20kg/m2,).¿ also, IFU states in step 3: remove device, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incidents could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using 6f-12f mynx control venous vascular closure devices (vcd), at the time of closure, it was noticed that a portion of the peg closure device was slightly protruding from one of the right-sided access sites. The peg was hydrated and tucked at that time. One day following the procedure, the patient reported a low-grade temperature and provided photographs of the incision sites to the nurse. There was noted redness surrounding the incision site and draining described as pus. The patient was instructed to remove the site bandages and was started on a two-week course of doxycycline. Seven days post procedure the patient reported that the peg had completely extruded from the access site. The patient was prescribed an additional one-week course of doxycycline and was discharged home. The extruded peg was sent for culture. The initial procedure was an atrial fibrillation (af) ablation. The patient was noted to be thin. Vascular access was obtained in two sites on the right, and three sites on the left. Additional information was requested but not provided. The devices will not be returned for evaluation. Addendum: one photograph demonstrated peg material protruding from the incision site.